Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate result of "9.9 mmol/l" as compared to a laboratory reading of "8.2.mmol/l" this complaint is being reported because, the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/04/2014). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis on 06/25/2014 with the following findings:the test strips passed all testing.the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.